Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level was 979 mg/dl. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was a possible infection and pneumonia. The customer had called in to report a battery out limit, weak battery, low reservoir, and no delivery alarm; however, the customer changed their set and the insulin pump began working as designed. The product was not returned for analysis.